Manufacturer narrative:
Batch review performed on 09-july-2021: lot 180400: (B)(4) items manufactured and released on 19-apr-2018. Expiration date: 2023-04-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient came in reporting pain due to developing a hematoma 15 days after primary and the cause of the hematoma is unknown. The surgeon performed an I&d and revised the liner. The surgery was completed successfully.